Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber was found leaking water during patient use. The healthcare facility reported that the subject mr290v vented autofeed humidification chamber was observed to have a hole in the chamber base. There were no reported patient consequences.